Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of admission, and 260 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as mumbling, crashing around disoriented, labored breathing, and being comatose. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer believes the pump was over delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.